Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ midsection') in an adult female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high grade squamous intraepithelial lesion, dysplasia, endocervicitis, asthma and chronic anemia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included dysfunctional uterine bleeding, abdominal cramp, loop electrosurgical excision procedure, submucous leiomyoma of uterus, puncture wound, vaginal burning sensation and vaginal discharge abnormality. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) bleed for over a year"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - da vinci laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2009, (B)(6) 2010. The device was deployed. The micro insert expanded and detached. The device was in good position with 2 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: essure microinserts appear in place. Bilateral uterine tube occlusion without evidence of complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: new pfs+mr received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain, fatigue were added. Case becomes valid. New reporters, plaintiffs information added. Concomitant and historical drugs, conditions added. Lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ midsection') and uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure (batch no: 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical high grade squamous intraepithelial lesion, dysplasia, endocervicitis, asthma and chronic anemia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included dysfunctional uterine bleeding, abdominal cramps, loop electrosurgical excision procedure, submucous leiomyoma of uterus, puncture wound, vaginal burning sensation and vaginal discharge abnormality. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headache") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia) bleed for over a year"), 16 days after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) da vinci laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: on (B)(6) 2009, on (B)(6) 2010. The device was deployed. The micro insert expanded and detached. The device was in good position with 2 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: impression: 1. Essure microinserts appear in place. 2. Bilateral uterine tube occlusion without evidence of complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. Event abnormal uterine bleeding added. Onset dates for events updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ midsection') in an adult female patient who had essure (batch no. 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical high grade squamous intraepithelial lesion, dysplasia, endocervicitis, asthma and chronic anemia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included dysfunctional uterine bleeding, abdominal cramps, loop electrosurgical excision procedure, submucous leiomyoma of uterus, puncture wound, vaginal burning sensation and vaginal discharge abnormality. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) bleed for over a year"), migraine ("migraines/headache") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - da vinci laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2009, (B)(6) 2010. The device was deployed. The micro insert expanded and detached. The device was in good position with 2 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: 1. Essure microinserts appear in place. 2. Bilateral uterine tube occlusion without evidence of complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.